Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced two restart alarm 32 events indicating a delivery motor communication error, after which the device restarted and insulin delivery resumed; the facility deemed a replacement warranted and exchanged the device. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and continuation of therapy. Investigation included collection of device history and coordination for device return for analysis. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.